Event description:
The suture was used during a tumor removal procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The veterinarian reports no injury on the animal.